Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the common bile duct of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, during the procedure, the stent was implanted with no reported issues. However, upon removal of the delivery system, it became stuck within the stent. The physician was able to remove the delivery system with some difficulty and leave the stent in position. The procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
(B)(4) for the reported issue of catheter difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.